Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0/ (B)(4)/ model #: 1420/ catalog #: 1420/ expiration date: 2018-11-30 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650/ catalog #: 1650/ expiration date: 2018-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun : mfg date: 2017-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down at home and was hospitalized for a stroke. The event was associated with a few critical battery alarms followed by pump off time due to several double disconnects. It was further reported that the patient is currently stable and recovering. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the hvad pump, controller, and battery were not returned for evaluation. Log file analysis revealed three critical battery alarms logged on (B)(6) 2018 due to the battery depleting below 10% relative state of charge (rsoc). Analysis of the event log file revealed two (2) controller power-ups, with associated motor start events, on (B)(6) 2018. No anomalies were observed during the recorded controller power ups. The data point prior to the first loss of power revealed that (B)(4) was connected to power port one (1) with 9% rsoc and (B)(4) was connected to power port two (2) with 18% rsoc. The data point recorded after the first loss of power revealed that (B)(4) was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for 24 seconds. The data point prior to the second loss of power revealed that (B)(4) was connected to power port one (1) with 5% rsoc and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for 77 seconds. As a result, the reported event was confirmed. The most likely root cause of the critical battery alarms can be attributed to the patient allowing the battery to deplete below 10%. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the controller losing power and implement corrective actions as required. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.